Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthesis is unable to determine the manufacture date without a lot number.

Event description:
During a procedure, the threads of a 4.5mm cannulated screw - full thread, peeled. Shaft of the screw was removed and the screw replaced with another screw. Some threads remain in the patient.